Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A f/u report will be completed once the investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury. However, customer did report that because she was unable to test, her "glucose has dropped". She reported experiencing symptoms of "shakiness and fatigue". She treated her symptoms by taking "glucose tablets and eating candy and milk". She did not require third-party medical intervention.